Event description:
Customer reported the panorama central station intermittently displays a blue screen which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc reps replaced the sys and disclosure drives and performed all functional tests.